Manufacturer narrative:
(B)(4). Concomitant products: dil cath: 3.0x20 mm nc trek; guide wire: prowater; stent: 2.5x8mm xience xpedition, 4.0x16mm promus premier (2). The reported patient effects of perforation and ventricular fibrillation are known observed and potential patient effects as listed in the nc trek instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The graftmasters and nc trek referenced are being filed under separate medwatch reports.

Event description:
It was reported that the two 4.0x16 mm graftmaster stents were used for treatment of a perforation that occurred in the proximal left anterior descending (lad) artery during use of two nc trek balloons. The balloons were being used in a kissing balloon technique to post-dilate two non-abbott stents. Although the graftmaster stents were deployed overlapping successfully, they did not seal the perforation. The patient went into cardiogenic shock. Pressor therapy was utilized. An intraaortic balloon pump was placed, and an attempt was made to perform pericardiocentesis which failed. A sternotomy and pericardial evacuation was performed, followed by cardiac massage. Endotracheal intubation was carried out. Defibrillation was performed on multiple occasions for recurrent ventricular fibrillation. The patient was prepped and transferred emergently to the operating room for full surgical exploration for any potential continued bleeding and probable grafting. The patient was well post-surgical procedure. No additional information was provided.